Event description:
N/a.

Manufacturer narrative:
This follow-up is to include correction/removal number (h9): 3014334038 -8/23/2022-002-r.

Manufacturer narrative:
The cerelink sensor ((B)(6)) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, a potential cause of the reported failure may have been related to the icp sensor performance and/or a connection failure. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2024-00333. A facility reported a cerelink sensor was implanted on (B)(6) 2024, and the intracranial pressure (icp) values were between -2 and +4 during the first 48 hours. On (B)(6) 2024, they noticed that the patient spent more time in the negative value range, and attributed to the catheter pulling out to 4cm mark. Therefore, the sensor was replaced on (B)(6) 2024. They still noticed the values between -3 and +4. The cerelink sensor was used with a carelink monitor (unknown ID). No additional information has been provided after several attempts.